Manufacturer narrative:
Additional information was added: the device was manufactured from july 18, 2019 - july 22, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted the there was fluid inside the bag that contained the returned unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. The blue winged luer cap was hand tightened and a functional leak test was performed. No signs of leak were observed at the blue winged luer cap. Based on the analysis finding, the device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the flow restrictor of a large volume infusor. This was identified during an unspecified process step; further described as ¿detected at station before treatment¿. There was no patient involvement. No additional information is available.